Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black substance was found on the bd¿ blunt fill needle connection site. The following information was provided by the initial reporter: black substance found in cap of blunt filled needle.

Event description:
It was reported that black substance was found on the bd¿ blunt fill needle connection site. The following information was provided by the initial reporter: black substance found in cap of blunt filled needle.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-apr-2023. H.6. Investigation summary: it was reported a black substance was found in the shield of a blunt fill needle. To aid in the investigation, two hundred ten samples and one photo was provided for evaluation by our quality team. Two hundred nine samples came in sealed packaging blisters, and one came in an opened packaging blister. The sample in the opened packaging blister has embedded degraded resin in the plastic shield. The other two hundred nine samples have no defects or imperfections. The photo provided shows the sample received with the embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305180, lot 2056847. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality issues. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.